Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with complaints of "slumping over". It was further reported that loss of capture and oversensing were present. High impedance was also present with position changes. The lead has been capped and replaced. No further patient complications have been reported as a result of this event.